Event description:
Device report from synthes reports an event in (B)(6) as follows: this (B)(4) is related to (B)(4) which reports about the event which occurred in the removal surgery. This pc reports about the va locking screw (04.211.022s) substitution and the breakage of the low-profile metaphyseal compression screw head which occurred during the first surgery. It was reported that on (B)(6) 2020, the patient underwent an unknown surgery with the va-lcp proximal olecranon plate for the fracture of the olecranon. During the surgery, the head of the low-profile metaphyseal compression screw was broken. The surgeon did not remove the broken screw. In addition, the reason was unknown; however, the surgeon inserted the va locking screw (04.211.022s) instead of the low-profile metaphyseal compression screw (04.118.522s). The surgery was completed successfully. No further information is available. This complaint involves eight (8) devices. This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l22 ta. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.